Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon is seemingly due to temporary malfunction of the device because the phenomenon was not reproduced, and the cause of which could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿6.1 replacement of the examination (xenon) lamp. Always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. 8.2 troubleshooting guide. The examination lamp does not ignite; the examination lamp has not been ignited yet. Press the lamp button; the examination lamp is not installed; the examination lamp is not installed correctly; the examination lamp is broken; the examination light is off. Install an examination lamp as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source display an e102 error. The event occurred during a diagnostic gastroscopy procedure. A similar device was used to complete the procedure with approximately 5 minutes of delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of e102 error was not confirmed. However, front panel damage and top cover scratch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.